Manufacturer narrative:
(B)(4). Results provided upon completion of evaluation.

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. A catheter access port (cap) dye study was performed and catheter patency was observed. The pump was subsequently explanted.

Manufacturer narrative:
(B)(4). Visual examination showed no exterior anomalies. The results of a multi-rate flow test showed the pump was performing normally. The investigation concluded that the pump primed and flowed per specification.